Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed replacement of the universal surgical manipulator (usm)4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in artemis, the 32056 error was found indicating axes controller, arm (aca) failed to initialize inter-integrated circuit (i2c) device (search light), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating an i2c fault reported by node ac_2c (aca printed circuit assembly), replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer stated that there was a recoverable fault 32056 on universal surgical manipulator (usm) 4 while they powered off system. The customer rebooted system, but the error 32056 occurred on usm 4 again. Tse reviewed logs and found error 32056 pointing to axes controller, arm (aca) in usm4. Tse dispatched field service engineer (fse) to replace usm4. The procedure was completed with no reported injury.